Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the tubing set while removing the cassette during strip down of step 9 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 8 of 9 of treatment. The patient reported that air bubbles were found in the two unused solution bag lines, one solution bag was empty, and one had an extremely small amount of fluid in it. During troubleshooting, a draining slowly message was received during drain 8 of 9 during their pd treatment. The patient reported that they had reset and resumed their pd treatment twice prior to calling technical support and after each time they continued to receive an air detected in cassette alarm. The technical support representative assisted the patient with resetting the cycler and cancelling their pd treatment by the power fail recovery successful message. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they cancelled treatment due to the reported alarms and while removing the cassette they observed the leak. The patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient is available for return for physical evaluation by the manufacturer. The cycler is scheduled to be picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.